Event description:
A 4.5mm narrow lcp plate, implanted for a mid-shaft femur fracture, broke post-operative and was removed.

Event description:
Subject device was implanted for a right femoral sarcoma, reconstructed with allograft. Plate reportedly broke at the allograft-host junction.